Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2012. During procedure the poly bearing was inserted and then determined by the surgeon to have scratches and deemed unusable. To complete the procedure, an identical component was opened and implanted without incident.

Manufacturer narrative:
Evaluation of the explanted device found cosmetic marks on the bearing surface. The cause of the marks cannot be determined. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.